Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection of the incision site approximately one month after implant. The physician decided to explant the entire implantable cardioverter defibrillator (ICD) system to control the infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.